Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the helix will not extend or retract due to distal conductor distortion within the connector. It was also noted that the distal conductor connector pin was bent and the lead appeared damaged at implant.

Event description:
It was reported that during the implant attempt it was not possible to fix the lead. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.